Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated.(B) (4)

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the permanent cautery hook instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Event description:
On 09/11/09, during device evaluation by baxter, the stop key on a colleague triple channel volumetric infusion pump was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition of stop key not working was confirmed through evaluation. The channel a keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)